Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, this lead was exhibiting impedance measurements greater than 2500 ohms with no sensing and capture. Visual inspection of the lead confirmed fracture during during the explant procedure. Therefore, the lead was removed from service and replaced without further incident. No adverse patient effects were reported.